Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt was having difficulty using her pt programmer. One time it set the ins back to factory settings and another time the settings were maintained but the ins turned off without the pt or MFR's representative doing so. Upon interrogation with the physician programmer, error messages occurred about parameters being changed by another device and the ins turning off. Further info is being requested from the hcp.

Manufacturer narrative:
Programmer.